Event description:
Customer reported that a patient underwent a laparoscopic illiocolic procedure in 2008. The patient reportedly felt like something 'busted' at an unspecified time following the procedure. The patient was returned to surgery. The surgeon reports that the suture broke 6" from the knot.

Manufacturer narrative:
Date sent to the FDA: 11/25/2008. Result: the actual device that is the subject of this report was visually examined. The three returned violet monofilament sutures were consistent in appearance with violet pds and measured 9cm, 9cm, and 118cm long. All three returned suture segments had cut ends. No breakage was observed. Conclusion: no device failure was detected.